Manufacturer narrative:
One rf disposable grounding pad was received for evaluation. The device functioned as intended during a simulated lesion test. The presence of a hair-like foreign material was noted on the grounding pad. Review of the device history record was not possible as the lot number was unknown. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. The cause of the reported patient burn is consistent with placement of the grounding pad over hair.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a bilateral lumbar ablation, a burn occurred under the grounding pad. Approximately 10-15 seconds into the procedure, the grounding pad felt hot but went away. The grounding pad was placed on the back of the left thigh. The grounding pad site was not prepped and the patient had implanted hardware. Following the procedure, a dime sized blister and redness was observed. The patient is in stable condition.